Event description:
During a hip revision procedure, the surgeon had replaced the stem of the total hip and the pt experienced a proximal femur fracture. Surgeon was attempting to use a 1.0mm ti cable with crimp and the cable crimper. The crimper would not hold and kept sliding off the crimp. When the surgeon could not crimp the cables with the crimper, he attempted to use a competitive device which also did not crimp the cables. The procedure was extended at least one hr. The surgeon completed the procedure using arthrex fiber wire.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device has been returned. Review of the mfg records will be requested.